Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: review of the black box data and alarm history revealed multiple slave communication alarms (cs054/cs052/cs012) recorded on (B)(6) 2017. On investigation, ez-prime steps were successfully performed without any call service alarm 012, or any error, alarm or warning occurring during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.